Event description:
It was reported that the patient had stimulation in the wrong location. The patient noticed stimulation in the rectum area the day before the report and wet the bed the previous night. The patient was on program 4 (3.12 volts) and switched to program 1 (1.8 volts). The device was found to be off and adjustment was possible after turning stimulation back on. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient was still having concerns with her device or therapy but was working with her doctor. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3889-28 lot# va01ha3, implanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).